Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with an umbilical vessel catheter. The customer reports that leakage was noted from the catheter. The catheter was removed, and upon examination, the catheter was barely intact.